Event description:
An ipp device was implanted, date not indicated. On 3/11/97 the device was removed from the pt and replaced due to not being able to inflate or deflate--tubing appeared to be twisted.